Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain in pelvic/ pain") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping"). In (B)(6), the patient experienced abdominal pain ("pain in her abdomen"), back pain ("lower back pain"), vaginal discharge ("yellow discharge") and dyspareunia ("dyspareunia"). On an unknown date, the patient experienced abdominal pain lower ("severe cramps"), vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("abnormal bleeding (menorrhagia"), migraine ("migraines") and headache ("headaches"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, migraine, headache, fatigue, nausea and dysmenorrhoea had resolved and the genital haemorrhage, abdominal pain, back pain, abdominal pain lower, vaginal discharge and dyspareunia had not resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 14-nov-2018: plaintiff fact sheet was received. Events added from pfs- she did not undergo confirmation test. And event outcome were updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain in pelvic/ pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping"). In 2016, the patient experienced abdominal pain ("pain in her abdomen"), back pain ("lower back pain"), vaginal discharge ("yellow discharge") and dyspareunia ("dyspareunia"). On an unknown date, the patient experienced abdominal pain lower ("severe cramps"), vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("abnormal bleeding (menorrhagia"), migraine ("migraines") and headache ("headaches"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, abdominal pain lower, vaginal discharge and dyspareunia had not resolved and the vaginal haemorrhage, menorrhagia, female sexual dysfunction, migraine, headache, fatigue, nausea and dysmenorrhoea had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet was received - reporter and patient demographic added. The following events were provided: vaginal hemorrhage, menorrhagia, apareunia, migraines, headaches, fatigue, nausea, dysmenorrhea. Event outcome of vaginal haemorrhage , menorrhagia, apareunia, migraines, headaches, fatigue, nausea, dysmenorrhea (cramping updated to recovered. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pain in pelvic/ pain') and genital haemorrhage ('heavy bleeding'). In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed, "she did not undergo confirmation test". The patient's previously administered products, included for an unreported indication: depoprovera. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping"). In 2016, the patient experienced abdominal pain ("pain in her abdomen"), back pain ("lower back pain"), vaginal discharge ("yellow discharge") and dyspareunia ("dyspareunia"). On an unknown date, the patient experienced abdominal pain lower ("severe cramps"), vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("abnormal bleeding (menorrhagia"), migraine ("migraines") and headache ("headaches"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, migraine, headache, fatigue, nausea and dysmenorrhoea had resolved. And the genital haemorrhage, abdominal pain, back pain, abdominal pain lower, vaginal discharge and dyspareunia had not resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy date of removal: (B)(6) 2017. Discrepancy noted in essure insertion date: (B)(6) 2015. Most recent follow-up information incorporated above includes: on 19-mar-2021, mr received: reporters information added. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain in pelvic pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("pain in her abdomen"), back pain ("lower back pain"), abdominal pain lower ("severe cramps"), vaginal discharge ("yellow discharge") and dyspareunia ("dyspareunia"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, abdominal pain lower, vaginal discharge and dyspareunia had not resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, dyspareunia, genital haemorrhage, pelvic pain and vaginal discharge to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.